Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient that had a thinner flap than expected made by the laser. There was nothing abnormal as the flap was being made. The doctor attempted to lift the flap but smoothed out and placed a bandage contact lens on top and sent the patient home to heal. Follow up information received stated the patient still has the same refraction as prior to the flap procedure. The patient will be having photo refractive keratectomy (prk) once the eye is healed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A logfile review of the treatment day shows during start-up of the system the vacuum, the energy were performed without problem. The user started the ablation check, but it was 45 minutes between focus control and shooting the ablation check. Therefore, the test result of the ablation check could not be used. In addition, according to the photo of the ablation check result of the logfile file data, the ablation check result was invalid because the last complete bar is outside the target area. The user must repeat the ablation check until the result within specification (the bar is inside of the target area), but the user confirmed the invalid ablation check result and performed the surgery without repeat of ablation check. The user did not perform ablation check according to user manual. No technical root cause was identified as the product was found to be within specifications. The root cause could be the use of the invalid ablation check result. The manufacturer internal reference number is: (B)(4).